Event description:
Shortly after implant of essure, started having abdomen cramping, back pain, decrease physical activity, stomach swelling, lost sexual drive, hurts during intercourse, depression and mood swings. A year later had an x-ray; was found that the left coil had embedded in her uterine wall. On (B)(6) 2013, had a hysterectomy. Feels better now after the hysterectomy.